Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00411. It was reported the patient's ((B)(6)) complete axium neurostimulator system was removed due to an infection. Cultures were taken and identified staphylococcus. Patient was treated with antibiotics and the infection has since resolved.